Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-03575. It was reported (B)(6) the efficacy of the patient's system decreased over time as the patient's pain pattern progressed. Patient had 2 leads implanted at the l4 and l5 vertebral levels. Preoperative impedance testing indicated impedance issues with the l4 lead. Surgical intervention was undertaken and a lead was added to the s1 vertebral level. Also, during the procedure the l4 lead was unable to be removed (reference MFR report: 1627487-2018-03578) and the physician inadvertently removed the l5 lead (reference MFR report: 1627487-2018-03577). Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-03575.